Event description:
The customer contacted philips to report that the pads adapter cable was "broken" and requested a part number. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.